Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (resetting) has been confirmed. As received, the charger/modem would not charge a test battery pack. Upon evaluation, there was liquid contamination on the battery board and the q1 current controlling transistor was shorted. The cause of the resets and inability to charge a battery pack is the shorted transistor. The cause of the shorted transistor is the contamination. The root cause for the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the contaminated charger/modem.

Event description:
A us distributor returned a charger/modem indicating that it was resetting.